Event description:
It was reported that the device had air leakage during pre-use test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. During the visual inspection, the sample have embedded resin.. During the test, a leak was detected on the sample. The root cause of the reported issue was found to be manufacturing. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue. UDI information is unknown. Premarket (510k) number is unknown.